Manufacturer narrative:
Health and life company have been taking preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on 04/24/2013 and 04/30/2013, respectively. The recall action is still on the process.

Event description:
The customer's spouse reported a product complaint associated with the use of the ez breathe atomizer on (B)(6) 2013, while nephron was verifying the receipt of the recall notification, the initial reporter stated that his husband became blue in the face thirty minutes after using the ez breathe atomizer. The pt went to the hospital and received medical treatment over the course of two and a half days. In addition, the complaint reported that an identified scan discovered a circular piece lodged in the pt's throat that required a medical intervention to remove the component. The pt's pharmacist then notified the pt of the recall and advised that the pt look for the washer in his atomizer. It was determined that washer was missing at that time. Multiple attempts were made to reach to customer via telephone and mail unsuccessfully. The investigated product for the enclosed medical device report is listed among the implicated lots for a nationwide recall initiated by the MFR health and life, co, ltd on may 8, 2013.